Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber kept flashing right from the start of the case" at 72,902 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #341a, serial #(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber exhibited signs of radial fracture to the glass cap proximal to fiber/cap fusion zone, allowing the fiber to rotate independently of metal cap and the fracture is at the open end of the metal cap; the metal cap exhibited severe burnt on detritus and melting; the glass cap exhibited severe devitrification at the output window; the outer flow tube exhibited severe sings of melting, contamination (likely biologic), and tearing at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.